Event description:
It was reported that when using the bd pyxis¿ es server, all stations on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that carefusion coordination engine (cce) service was not running. The technical support specialist (tss) accessed the carefusion coordination engine (cce), the cce-service was started and message flow resumed. Log and event review showed that the cce service attempted to start before the mssqlserver service was fully online, resulting in a database access failure and service stoppage. Sql logs indicated potential performance issues, including high memory paging and extremely high database write latency (~249 ms) despite a relatively small tracing database size. As this was a software-only deployment, the findings were shared with the customer, and information technology (it) was advised to further investigate server, os, and database performance to prevent recurrence after future reboots. Then technical support specialist (tss) proceeded to close the case.